Event description:
Event description guidant/cpi received information that this sweet tip rx lead was repositioned due to loss of capture and sensing. The lead appears to have perforated the ventricular wall during the night, hours after the implant. The physician elected to reposition the lead.